Event description:
Initially no info provided by the customer. Set was received with a note attached which says "found this tubing this morning to have a leak in the portion of the tubing that goes through the pump." There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with the failure investigation results once it has been completed.